Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1700487 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw is not opened after loading. The patient's condition was reported as fine.

Event description:
It was reported that the jaw is not opened after loading. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip out of position in the channel. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws due to being out of position. Another attempt was made and, this time, the clip was able to properly load into the jaws. The clip was then successfully applied to over-stressed surgical tubing. This was repeated with the same results for the remaining clips. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The first clip being out of position is indication that some of the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and can also cause the clips to break. If the clips don't load correctly, the jaws might not open completely. It is possible that the clip stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order 05537. However, it is also possible that the clips became out of position during use. Since it could not be determined exactly how or when the clips became out of position, the root cause of this complaint issue is undetermined. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It is possible that this complaint issue occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order 05537. It is also possible that the clips became out of position during use. Since it cannot be confirmed when or how the clips became out of position, the root cause of this complaint issue is undetermined. The reported complaint of "jaw not opening" was confirmed based upon the sample received. One device was returned. The device was received with 5 clips remaining in the channel indicating that 10 clips were fried by the end user. Upon functional inspection, it was found that the first clip was out of position and indicates that other clips in the device could have been stacking on one another which would prevent them from loading properly into the jaws of the device. If the clips don't load properly, the jaws might not open completely which is why the reported complaint issue was confirmed. It is possible that the clip stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order (B)(4). However, it is also possible that the clips became out of position during use. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.